Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device accumulated viscous mucus when in use for exhalation and the mucus was drawn back into the trachea which made breathing more difficult upon inhalation. Additionally, within a short period, more and more mucus seemed to accumulate between the tracheal opening. This leads to significant breathing difficulties and persistent, frequent coughing for the patient. Of note, in the initial phase of using the device when the patient had to replace it every 30 minutes, it filled up with secretions quickly.

Manufacturer narrative:
One device was received for investigation in used condition with no visible signs of damage. Functional testing was completed where the cuff was inflated with air and submerged into a water bath. A leak was observed between the balloon and the inlet tube confirming the customer complaint. Root cause was not confirmed but the probable cause was attributed to a manufacturing issue. A review of the device history records show that there were no anomalies or non conformities during the manufacturing process. One device was received for evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Due to this, no root cause was determined as the device worked as expected according to the instructions for use. Device history review of the reported lot number found no anomalies or discrepancies during the manufacturing process.

Event description:
It was reported that the device accumulated viscous mucus when in use for exhalation and the mucus was drawn back into the trachea which made breathing more difficult upon inhalation. Additionally, within a short period, more and more mucus seemed to accumulate between the tracheal opening. This leads to significant breathing difficulties and persistent, frequent coughing for the patient. Of note, in the initial phase of using the device when the patient had to replace it every 30 minutes, it filled up with secretions quickly.